Event description:
It was reported the patient's blood glucose levels rose to 400 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (arm). As treatment, the patient gave a correction bolus and changed out the pod.

Manufacturer narrative:
The device was received deployed. Investigation found a hole on the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the observed hole. Although the soft cannula was damaged, the timing and cause of the damage could not be determined. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.